Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that high lead impedance was discovered during a generator revision surgery. Pre-operative diagnostic testing was not possible as the generator was at eos and unable to communicate. Follow up with the treating physician revealed that there was no apparent cause for the high impedance. The lead and generator were repplaced and returned for analysis. The lead was found to have a coil fracture near the electrode bifurcation.